Event description:
Event description this implantable cardioverter defibrillator (ICD) was explanted for normal depletion. Cpi reliability assurance testing found this device to exhibit premature battery depletion. There are no clinical allegations against device performance.